Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The patient was hospitalized for the event. The cause of the event and treatment were not reported. It was not reported if peritoneal dialysis therapy was ongoing or if the patient was recovering or was recovered from the peritonitis. No additional information is available.